Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically, error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, after which the error did not occur again, allowing the caller to successfully restart their sensor session.